Event description:
The customer contacted baxter's service center regarding a low drain volume alarm and a leaking transfer set, which occurred on the homechoice (hc) during drain 3/3. The technical service representative (tsr) helped the caller to end therapy as the transfer set was leaking and told the caller to call the registered nurse (rn) or go to hospital as soon as possible due to the leak. The caller said the problem started yesterday. The home patient (hp) said the fill volume (fv) was equal to 2000ml and the drain volume was at 1019ml. The caller would call back if any problems or questions. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined. Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed if any additional information becomes available.